Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Company representative reported via e-mail that the insulin pump had been alarming no delivery. It was stated that the customer had called multiple times without getting a resolution to the problem. Blood glucose value is unknown. It was suggested to replace the insulin pump as a possible solution. Troubleshooting was not performed; the customer was called and could not be reached. The device will not be returned for analysis.